Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Another relevant device is: product ID [enveor-n-us], serial/lot [0008753854] use by date [2018-08-14], [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve was in a satisfactory position. The guidewire was pulled back in an attempt to center the nosecone, but it would not pull away from the non-coronary side of the valve. A cine determined that the valve was compressed and was pinching the nosecone. A decision was made to remove the pigtail catheter and use left-sided access to insert a guidewire alongside the delivery catheter system (dcs) and perform a balloon aortic valvuloplasty (bav), in an attempt to free the nose cone. The 6 french sheath on the left was pre-closed and upsized to a 12 french non-medtronic sheath. A small non-medtronic wire was inserted and passed through the valve into the ventricle. A 20 mm x 30 mm non-medtronic balloon was advanced into the valve frame. The balloon was inflated but then ruptured abruptly. The frame appeared to have expanded enough to free the dcs. The dcs was carefully pulled back into the descending aorta and removed from the patient. When removing the balloon catheter, it was pulled back through the sheath with difficulty. It was determined that approximately 1/2 of the balloon was still attached to the catheter. An attempt was made to find the remainder of the balloon on angiography. The proximal balloon marker was located. Several attempts were made to capture the rest of the balloon and pull it out through the sheath. Eventually, the remainder of the balloon was caught and pulled into the sheath but the balloon became stuck inside the sheath. Subsequently, the balloon was removed together with the sheath and guidewire at once. The sheath was cut open to inspect the piece of balloon that had been captured and it was determined that all missing parts of the balloon had been successfully retrieved. The vessel was closed using a non-medtronic closure device. When preparing to evaluate the hemodynamics of the valve, it was noted that the valve was no longer in the annulus and was now in the ascending aorta. It was believed that the valve was pulled out of the annulus while trying to free the dcs and the damaged balloon. A decision was made to implant a second valve using a snare and a pigtail catheter at the same time. It was determined that a femoral cutdown would be needed to accommodate both sheaths and to avoid damaging the left femoral artery that had just been closed. The patient was converted to general anesthesia. The cutdown was performed with insertion of a 6 french sheath for the snare and a 4 french sheath for the pigtail. One tab of the first valve was snared. The pigtail was advanced and placed in the non-coronary cusp (ncc). The snare was used to manipulate the first valve so that the second dcs could pass through. The second system was advanced without much difficulty. The second valve was deployed to eighty percent and the depth was determined to be satisfactory. After approximately four minutes, the valve was fully deployed. The valve was less constrained than the first and the dcs was removed without issue. Hemodynamics were assessed. The depth was good at approximately 4-5 mm, but paravalvular leak (pvl) was still moderate-severe. A 24 mm x 40 cm balloon was inserted and inflated. A second hemodynamic assessment revealed less ai, but it was still considered moderate. It was decided to release the snare from the tab of the first valve. Once released, the first valve began moving freely around the ascending aorta. The aorta was too large to anchor the valve. It was determined that the best option was to attempt to snare both tabs on the valve and pull it into the descending aorta. A snare was inserted into both the left and right sheath. Both tabs were snared but the valve would not come around the arch and was hung up near the innominate artery. The outflow portion of the valve appeared to be somewhat anchored although the inflow was still moving slightly. At this point, it was determined to end the procedure. The right-sided access was closed with a closure device and the cutdown was closed surgically on the left side. The patient remained hemodynamically stable throughout the entire procedure and was reported to be recovering well following the procedure. No adverse patient effects were reported.